Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation due to a right ventricular lead dislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.